Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their pump display. It was reported that the customer's pump had partial display and was unreadable. It was reported that the customer was now on back up plan. It was reported that the customer was advised the pump would be replaced and returned for analysis. No further information provided.